Manufacturer narrative:
Device analysis report is attached. This report is submitted on october 03, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site, exposing the device. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). This report is submitted on december 28, 2023.